Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple cs 052 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: a review of the pump¿s black box showed that cs 052/053/054/055 alarms had occurred. The pump powered on and displayed the verify screen. During testing, the pump was successfully exercised for 24 hours with no warnings or alarms. The pump case was removed and no moisture or internal damage was observed inside the pump. The call service alarm issue was shown in the pump history but was not duplicated during investigation.